Event description:
Information received indicates the caregiver was going to move patient and received a shock causing her to jump back. The caregiver thinks it was an electrical shock not just a static discharge. She stated that it felt like she had been hit in the knee followed by a brief tingling sensation which left when she moved away from the bed. The caregiver may have slight bruising on shin in the area that it was touching the bed.

Manufacturer narrative:
The hospital technician replaced the plug cap, he said it had a broken ground pin and installed the bottom cover on the right head siderail covering the low voltage wires that run along the bottom of the siderail before the hill-rom technician arrived. The hill-rom technician inspected the bed and performed an electrical leak test which was within spec. He then removed the bottom covers from the head siderails, inspected all conductors and found they were intact, no exposed metal. The bed was placed back into service.